Event description:
It was reported that during pre-use inspection, cuff leakage was detected without external influence, i.e.. The cuff was broken already when the tube was taken out of its packaging.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).